Event description:
Same event as MFR report #6000130-2006-00195, 6000130-2006-00194. It was reported that during a diagnostic carotid angiogram, the zipwire hydrophilic guide wire was sticking on the imager 2 diagnostic catheter. The physican removed the guide wire and tried two additional zipwire hydrophilic guide wires with the same results. The procedure was successfully completed with an unknown device. No patient complications or injuries were reported. Patient status is noted as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.